Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 507 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer stated auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. Customer was performed high performance test which was passed. Customer stated insulin exited at the quick release. Customer stated that the bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.